Manufacturer narrative:
Name: abbvie inc street :1 north waukegan road line 2: north chicago city : north chicago state: illinois zip code :60064. Based on the available information, this event is deemed to be a serious injury request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient was presented with redness, heat, pain and swelling around the right arm puncture site. Patient had treatment with ice, fucidin and ibuprofen.